Manufacturer narrative:
The returned valve was patent. The valve met requirements for the siphon, pressure flow, preimplantation, and leak testing. However, it did not meet the requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2015. According to the report, the device was found to not be functioning properly. The report stated the device was explanted on (B)(6) 2016 and replaced with another manufacture's device. Reportedly, there was no injury to the patient and the patient has been discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.